Manufacturer narrative:
.

Event description:
The patient reported that his stimulator eroded thru his abdomen. The hcp reported that the stimulator was removed secondary to evisceration. The patient recovered and subsequently had a new stimulator implanted.